Manufacturer narrative:
Adverse event medical device problem code 2017 - use after damage, failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostyle device after a percutaneous transluminal angioplasty procedure with an 8f sheath. Reportedly the lever was lifted prior to insertion; the link became loose, so it was pushed back into place. Then, the device was attempted to be advanced in the patient; however, the device felt like it was getting jammed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly the lever was lifted prior to insertion; the link became loose, so it was pushed back into place. Then, the device was attempted to be advanced in the patient; however, the device felt like it was getting jammed. It should be noted that the prostyle instructions for use (IFU) states: do not use the perclose prostyle suture mediated closure and repair (smcr) system if the components appear to be damaged or defective. Additionally, per suture deployment section of the IFU, deployment of the lever marked #1 is after the device is inserted and blood marking is observed in the anatomy. In this case, the physician was aware that the lever and link were deployed. However, it is unknown if the IFU deviation directly contributed to the reported difficulty. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to the reported difficulty advancing the device into the anatomy may include, but are not limited to, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.